Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 16 march 2018: knee revision surgery occurred 3 weeks after primary implantation in a (B)(6) woman. Tibial bone fractured and prosthetic component subsided. The reason of this event cannot be determined: bone quality and tibial preparation may have contributed. Batch review performed on 16 march 2018: (B)(4). Evaluation performed by patient match department on 16 march 2018: the tibial prosthesis has been implanted with some degrees less of slope respect to what has been planned. There could be 15° of difference, but this value is indicative, since the images are not optimal. Our analysis of the process of this case found no deviations from the standard procedures.

Event description:
Revision surgery performed due to tibial bone fracture that caused the implant mobilization.